Manufacturer narrative:
H3, h6: a software analysis was initiated. Not a software issue. Complaint data analysis found the event is due to a configuration issue as per the complaint data. Recalibrated the filter alignment. The image artifact no long appears. Ran all gain calibrations. Software functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6) medtronic representative went to the site to test the imaging system and recalibrated the filter alignment. The image artifact no long appears. Ran all gain calib rations. System check out was completed and passed. System was ready for use. B01, c07, d02, g02008, g04031 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m 018081c001, serial/lot #: (B)(6); product ID: bi71000168, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported regarding image issues that upon performing a 3dlf scan, there was a streak through the scan. This issue occurred intra operatively and caused no surgical delay. There was no reported impact to the patient outcome.